Manufacturer narrative:
The correction is as follows: reason code for no evaluation: other.

Event description:
It was reported that no insulin flow occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "(B)(6) will not come out of. Does not complete a flow check or checks the non patient end before insert." 10 occurrences were reported, but the date/time were not given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that no insulin flow occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: "victoza will not come out of. Does not complete a flow check or checks the non patient end before insert." 10 occurrences were reported, but the date/time were not given.